Manufacturer narrative:
Product has not been returned. A DHR review of the associated kit lot number (k08a111404223m1) was completed, and 0 discrepancies were found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot nor any previous complaints from this customer associated with "false positive" results prior to received date of april 26, 2022. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for "false positive" is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. DHR review kit lot# k08a111404223m1: sample vial lot DHR review: 2110276, 2111049, 2111120, 2111121 (associated internal lot # 210762-2fa, 210762-2fe, 210762-2fj, 210762-2dt) . Test lot dhrs review: 2111196 (associated internal lot # 210762-16v) . Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having a false positive result. The complainant followed up with performing a binax test with a negative result after receiving the positive result from the first lucira test. After the negative result with the binax test, the complainant performed an additional lucira test with a negative result.